Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 88 events were previously reported during the reporting quarter; however,  2 events were reported in error. 86 previously reported events are included in this follow-up record. Product return status: 21 devices were received. 65 devices were evaluated in the field.

Event description:
This report summarizes 86 malfunction events in which the device had paint chips missing. 86 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events, eighty-eight (88) events were reported for this quarter. Product return status, eighteen (18) devices were received. Sixteenth (68) devices were evaluated in the field. Two (2) device investigation types have not yet been determined. Additional information, 88 devices were not labeled for single-use. 88 devices were not reprocessed or reused.

Event description:
This report summarizes 88 malfunction events in which the device had paint chips missing. 88 events had no patient involvement. No patient impact.